Event description:
This is a verbatim report as received by valeant from q-med. Case reference number (B)(4) is a spontaneous case report sent by a physician which refers to a female aged (B)(6) years. The pt has a history of allergies (pollen, dust, cats). No further info on medical history or concomitant medications. Previously ((B)(6) 2013) the pt was injected with restylane (unspecified product and area injected) with no problems. On (B)(6) 2014, the pt was injected with restylane lidocaine (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine) (lot number 12382, amount and injection technique not reported) in the nasolabial folds and front glabella. Before the injections, the patient received glycolic peeling (neostrata, 20%) all over the face. On (B)(6) 2014, one day post injection, the pt had onset of the adverse events abscesses [implant site abscess], cysts [implant site cyst], pus [purulent discharge] and infection [implant site infection]. The pt experienced the adverse events in the glabella and nasolobial folds. On (B)(6) 2014, the pt was prescribed staphycid (2x2x500mg/day for 15 days) and medrol (16mg) as corrective treatment. In addition, surgical drainage of pus has been performed every day during 15 days. The outcome for abscesses [implant site abscess], cysts [implant site cyst], pus [purulent discharge] and infection [implant site infection] was recovered/resolved on (B)(6) 2014. Q-med comments: a causal relation between the events and the treatment seems possible. However, the injection procedure per se and the glycolic peeling neostrata performed on the same day as the restylane lidocaine injections may have contributed to the events. A trend analysis shows that there is no increased trend of medical complaints reported for restylane lidocaine lot number 12382, a batch record review did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specifications limits. For reference purpose only, this case has also been assigned the following tracking number: (B)(4). This case was received by q-med on (B)(4) 2014 and was forwarded to valeant on (B)(4) 2014.